Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused twice during volumetric test. This occured during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infused during volumetric test x 2" was not reproduced due to the device alarming for door not fully latched. A review of the event history log was completed and in the last days of customer use, the user programmed an infusion with a rate of 40 ml/hr with a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing. However, no abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified. The cause of the condition was undetermined however, the pressure set up will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.